Manufacturer narrative:
This report is for an unknown retractor blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior lumbar spine procedure on (B)(6) 2015. The surgeon, while assembling the retractor, cut a blood vessel, causing the patient to loose excess amounts of blood. The patient did not expire; however, the current condition of the patient is not known. This report is for an unknown retractor blade. This is report 1 of 1 for (B)(4).